Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the they had low and high blood glucose level. The customer¿s blood glucose level was 34 mg/dl, also in the range of 60-70's mg/dl and high blood glucose value was 600 mg/dl. The customer declined troubleshooting for low and high blood glucose. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected prime/fill anomaly noted during testing. Also, unit was downloaded to carelink pro properly and all bolus delivered were found at the carelink report. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report. (B)(4).